Manufacturer narrative:
One device was returned for evaluation. Visual inspection was performed, customer reported problem could not be duplicated, after turning on the pump no beeping was observed. Functional testing was not performed. The root cause is unknown since no problem found. The main board and dso sensor were replaced. The service history review identified there was no indication that the complaint was related to a service of the device within the review period.

Manufacturer narrative:
H3: investigation including root cause analysis is in progress. A supplemental MDR will be filed as necessary in accordance with 21 cfr 803.56 when additional information becomes available.

Event description:
It was reported that the device kept beeping. There was unknown patient involvement and unknown patient harm/adverse event was reported.